Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced a pad cable problem. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint indicating that the pad cable had a bad connection. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. To perform tests. Based on the information available and the testing conducted, the cause of the reported problem was a defective pads adaptor cable. The reported problem was confirmed. The device was operational after the replacement of the pads adaptor cable was completed. The device successfully passed all required testing and remains at the customer's site. No further action is required at this time.